Event description:
The customer reported a leak in the centrifuge after 6 hours, despite correct installation of the set. Patient ID and age are not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). Investigation: the kit was returned for analysis. Upon inspection, a pinhole leak at the collect connector was confirmed. This pinhole leak would cause the customer complaint of leak in the centrifuge channel. Manufacturing record review: a review of the manufacturing records was conducted in relation to this failure mode. For this disposable lot number, there were no in-process non-conformities, no engineering change orders, and no in-process inspection failures or observations related to this failure mode. There were no simulated testing observations or failures. The product met all acceptance criteria for release. Root cause: the root cause for the leak in the centrifuge channel was the pinhole found in the collect connector tubing. Corrective/preventive action: terumo bct has implemented lot release testing on the spectra optia channels to reduce the occurrence of this failure mode. This corrective action is still ongoing at terumo bct; it has reduced but not eradicated this failure mode.